Event description:
A customer reported a power on problem with the system during a cataract with intraocular lens (iol) implant procedure. There was no patient impact reported. Additional information has been requested but not is expected.

Manufacturer narrative:
The company representative examined the system and replaced the host assembly. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).